Event description:
A home pt reported having a tracheostomy tube in place for approximately four months. The user alleges that the pilot balloon disconnected from the inflation line and a portion of the inflation line is still inside of the pilot balloon. The tracheostomy tube was replaced and there was no pt compromise.